Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The stent delivery system was discarded thus not available for analysis. A device history record review of the involved lot revealed the product met quality requirements for product acceptance. Analysis of the product and confirmation of the event could not be conducted. Based on the limited information available, it is not possible to determine the exact cause of the event. The product underwent leak testing and 100% inspection after stent crimping. The product passed all functional tests; including burst test and multiple and prolonged fatigue tests. There is no indication the reported event is design or manufacturing related. Additional information will be submitted within 30 days of receipt.

Event description:
While using the stent delivery for post-dilation, the balloon ruptured. The patient's age was unknown, but was a male. The target lesion was the distal left anterior descending branch (distal lad). The lesion was a de novo. The vessel was neither calcified nor tortuous. There was 75% stenosis. Pci was conducted at the target lesion. Ivus was conducted. Because calcification was not confirmed, a cypher (2.5/28mm) delivered to the target lesion for direct stenting and implanted at 12atm for 45 seconds. Cag was conducted. The stent was post-dilated with the stent delivery system at 14atm for 45 seconds, but the ball ruptured at around 15 second after inflation. A leakage of contrast medium was confirmed by cag. Therefore, the stent was post-dilated with a different balloon and the procedure was finished successfully. There was no patient injury reported.